Manufacturer narrative:
The issue was resolved on call by rebooting the system, therefore no evaluation was performed. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, when the system was booted up, the error initializing collimator occurred. The issue was resolved on call when the site rebooted the system. There was no patient present when this issue was identified.